Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified lesion. When the 10mm x 2.50mm wolverine coronary cutting balloon was dilated the first time, it ruptured at an unknown pressure. Another of the same device was used to complete the procedure with no patient issues. The device was returned and analysis was completed. A visual examination identified that the balloon was unfolded and solidified inflation medium was noted within the balloon which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure when liquid was observed to be leaking from a balloon pinhole leak located 2mm proximal to the proximal edge of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the catheter.